Event description:
It was reported that the patient was having difficulty charging the ipg. It was also reported that the patient was having extended and frequent ipg charging. The patient underwent an ipg replacement procedure and was doing great. The explanted ipg was discarded.